Event description:
Info was received that reported a patient had been hospitalized in 2007, with suspected renal failure and congestive heart failure. The reporter states that on the same day, the patient's insulin infusion pump with blood glucose monitor gave a blood sugar reading of 120 mg/dl. The reporter states that upon arrival at the hospital, the patient's blood glucose reading was 968 mg/dl. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned for evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and the product was within specification. Note: the customer did not return or identify the test strips that they had used.